Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The first ¿25mm of the instrument was broken off. The fracture was consistent with overload. It was identified that the slots have been orientated incorrectly from the supplier. The incorrect orientation was shown to cause the shaft to fail at a lower torque spec. The slots in the outer shaft was incorrectly placed by the manufacture.

Event description:
It was reported that during a mis/tlif (1 level implanted) spinal surgery in the process of breaking off set screws the driver's shaft broke off right above the tip. The surgery was completed with no complications. No fragments of the device were remaining were remaining in the patient.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.